Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023, the patient¿s husband found her unconsciousness in their home. The patient¿s husband called an ambulance. Once the paramedics arrived, the patient was transported to the hospital. No details were provided regarding what treatment the patient received by the paramedics or at the hospital. No cgm or bg meter readings were provided. The patient was in good condition at the time of report. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.